Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been previously implanted 2.8 years prior with two implantable neurostimulators (inss). Then, on (B)(6) 2015, the patient¿s right ins displayed an elective replacement indicator (eri) message. The eri message reportedly ¿happened too soon.¿ there were ¿no problems with the resistance values, the output was not exceptionally high, and the electrode settings and special programming were not implemented¿ with the ins. Impedance testing indicated the patient¿s therapy impedance was 1435 ohms. There were ¿no¿ health hazards to the patient due to the event and the ins remained implanted at the time of the eri message. It was noted the patient¿s device was set to deliver continuous therapy. The patient¿s ins was ¿scheduled to be replaced at the end of(B)(6) 2015.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device longevity was ¿not met.¿ the cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.